Event description:
Pt in surgery for arthroscopic repair of torn rotator cuff in the right shoulder. During the procedure, the cautery tip came in contact with the lens and damaged the lens twice. At the end of the procedure, a small half moon shaped area of desquamation was noted over the lateral aspect of the upper arm. This was treated with bacitracin. He returned to the ed complaint of pain in his shoulder. He was treated and released.